Manufacturer narrative:
This report is submitted on october 5, 2023.

Event description:
Per the clinic, the patient experienced a migration of electrode. The device was explanted on (B)(6) 2023, in hopes for better overall performance and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 17, 2023.